Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced persistent hyperglycemia while using an inset 23" 6 mm infusion set, with reports of bent cannulas on two prior sets and a subsequent site change that resumed insulin delivery. Symptoms included elevated blood glucose up to 355 mg/dl for approximately 24 hours without ketone testing, medical intervention, or use of backup therapy. Outcomes included no reported acute health effects. Investigation included troubleshooting and education with verification of insulin flow through tubing, removal and replacement of the infusion site, and confirmation that the final cannula was not bent. Investigation of this case revealed no alerts or alarms and no definitive device malfunction, with the event consistent with hyperglycemia of unclear cause and possible infusion set or site-related interruption that resolved after site replacement. It was concluded, based on previously established findings for similar reports, that the cause was unclear.